Event description:
During 4th attempt by nurse prac to repair leaking PICC line, np attempted to pull PICC out, catheter stretched but was not removed. Following application of warm compresses, 2nd attempt to remove device caused catheter to snap. Surgery was consulted to remove catheter. Catheter in right leg observed on x-ray to extend from thigh to ankle.